Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad trace and moisture damage on the lcd board. No moisture damage on the motherboard, interface board, radio frequency board, motor, vibrator and battery tube assembly during visual inspection. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The drive support disk was inspected and no anomaly was noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, broken belt clip slot and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump keypad was unresponsive to user inputs. Customer stated they did not recall any significant events that led to the issue or if the device was dropped. Advised customer to discontinue use of reservoir and revert to back up plan. Customer's blood glucose level was 400 mg/dl at time of reporting. Nothing further reported.